Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the thread broke while ligating appendicular artery during a laparoscopy procedure. A new device was used to complete the case. There was no patient injury.